Event description:
Patient reported that his infusion sets are separating. He indicated that he has changed his infusion site 4 times, in the past 24 hours, due to this concern. Patient's blood glucose was not affected and no treatment was received.